Event description:
According to the initial reporter: "zdes was deployed properly according to IFU. The nose cone was withdrawn under xray to the tip of the sheath. The nose cone/delivery system was being withdrawn from the delivery sheath when the operator felt increased resistance. She said, "typical coook delivery system". As she continued to withdraw the delivery system there was increased resistance. And the sheath began to come out of the access site. At this time we also saw some metal at the access site and took an xray showing that the dissection stent had been pulled into the patient's right common and external iliac and at the level of the patient's access site. She removed the z-stent and we replaced the delivery sheath with a 16 fr gore dryseal to maintain hemostasis. We then used the contra side to delivery additional zdes (g47495 and g47496) without incident. Once we were happy with the results of the new zdes placement the operator cut down on the site with the exposed zdes. She was able to remove one additional stent and sew a patch onto the site and close the groin. At the end of the case, the patient had bilateral palpable pulses. " patient outcome device and its retrieval: zdes stent was left in the rt iliac artery. The two distal stents were extracted, but the other 7 remained. Additional procedure: cut down with endarterectomy and partial stent explant at the time of the index procedure. Further information provided states: 1. Were any difficulties experienced during the advancement of the device? None 2. Were any difficulties experienced during the deployment of the stent? None 3. When the device was removed from the patient, was the stent still attached to the introduction system with the trigger wires? The bottom of the stent was caught on the nose cone; no trigger wires remained. All 3 trigger wires were attached to the trigger wire mechanism (green) and the same length. 4. Is it correctly understood that the zdes stent was broken when it was removed from the patient? No, the stent was twisted up but not broken. The physician had to cut the stent to remove it from the patient. 5. Could it be possible that the pigtail flush catheter or the wire guide became entangled with the zdes stent? No, the pigtail was not in the body. 6. Was twisting or rotating the gray positioner against the introducer sheath assembly performed during the procedure? No 7. Was the localized angulation more than 45 degrees at the deployment location? No, anatomy was straight. 8. Was ballooning performed during the procedure? No 9. Was angiography performed to verify the complete deployment and placement of the zdes? Angiography was performed before placement and after final zdes was placed. 10. Were any damages noticed to the introduction system when the device was removed from the patient? None 11. How was the patient anatomy (tortuosity, calcification etc)? Straight forward, non-angulated anatomy, minimal to no calcifications.